Manufacturer narrative:
FDA device problem code: 1354. FDA patient problem code: 3007. Investigation summary: a complaint of misassembly was received from the customer. A sample was returned for investigation, and through visual inspection the customer complaint was verified. In place of a male luer there was another y-site attached to the end of the set. A device history record review for model 2420-0500 lot number 20073065 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 03jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for the misassembly issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the gemini product and prevent future occurrences of this type. As part of the action plan, an additional fixture has been added to the assembly process in operations where the operator performs more than one assembly. Customer complaint trends will also continue to be evaluated on a monthly basis. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this failure was determined to be error in the assembly process.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was defective. This occurred on 2 occasions. The following information was provided by the initial reporter: material #: 2420-0500. Batch/ lot #: 20073065. It was reported that the tubing product was delivered with the wrong end configuration. Verbatim: our nursing team has come across this problem one or two other times but I only have the one example thus far.